Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device work intermittently. On (B)(6) 2011, pt pressed the buttons and the infusion device did not produce an audible beep. She then experienced elevated blood glucose in the 400 mg/dl range and believes it was due to the buttons not working correctly. Normal blood glucose is 90-250 mg/dl. Pt checked her blood glucose every 30-60 minutes and delivered 1 unit of insulin to treat hyperglycemia. Pt boluses 5-6 times per day. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.